Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer's insulin pump alarmed with a compromised force sensor system alarm. The patient's blood glucose at the time of incident was reported as normal; the patient did not require medical treatment. The alarm history was reviewed and there were prior instances of the compromised force sensor system alarm. No further details were given. The insulin pump will not be returned for analysis as the device is out of warranty.